Event description:
During the week of april 17-25, representatives of exactech, inc. And exactech spain conducted an in-person site visit with ubarmin hospital. As a result of that site visit and at exactech's request, the hospital provided a retrospective excel listing of revision related to polyethylene wear that have been performed since 2010. These cases have not previously been reported to exactech as complaints. On 28-nov-2023 updates to the excel listing were provided. This patient was implanted with a cr tibial insert sz 3, 13mm (cat# 200-23-13 / serial# (B)(6) on (B)(6) 2004. Patient was revised on (B)(6) 2023 approximately 18.50 years post implant. There was no bone defect in femur. Patient had a aori 2a medial plateau defect. Patient was revised to competitor¿s devices. No additional details are available at this time.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H3: the revision reported was likely the result of osteolysis and prosthesis wear after 18 years of implantation. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the device(s) were not available for evaluation and pre-revision radiographs were not provided.

Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were updated: h6 findings (wear problem removed), conclusions.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h3, h6. H3: the revision reported was likely the result of insert prosthesis wear over the course of 18 years. Possible causes for polyethylene wear observed may include high contact stresses during knee flexion, third body wear, patient-related conditions, instability or any combination of these possibilities. However, these possible causes cannot be confirmed as the devices were not available for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d4, h4. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.